Event description:
It was reported that during the implant procedure, the helix of the lead would not extend and the stylets were "awkward to remove." The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. It was reported that the defib conductor was distorted and the stylet was bent.